Event description:
After starting an IV, I was unable to attach the j loop. The j loop that was stocked in the room would not screw onto the end of the IV. At that time, a different j loop (the high pressure j loop) was primed and attached without incident to the patient's IV.